Manufacturer narrative:
The device was not returned for evaluation. The device history record for lot 1150391 was reviewed; no anomaly was found that could have caused the reported event. The complaint could not be confirmed. The root cause is undetermined. Device identifier: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A maude adverse event report ((B)(4)) was received with the following information: a patient was admitted for a cerebrospinal fluid (csf) leak post back surgery. A closed insertion of a lumbar drain was attempted by neurosurgical physician's assistant at the bedside. The physician¿s assistant noted that the distal tip of the drain was missing when the drain was removed on (B)(6) 2015. The neurosurgeon determined that the risk of removal was greater than the risk of leaving the tip. The patient was informed.